Manufacturer narrative:
Concomitant product: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from a hcp (healthcare professional) regarding multiple patients receiving unknown medications via an implantable infusion pump. The hcp had 3-4 patients over the past 3-4 years that had what seemed to be overdose-type symptoms after a refill and then underdose symptoms prior to refill. No device malfunction was alleged. Troubleshooting/diagnostics, interventions, patient information, and outcome were not provided. If additional information becomes available, a supplemental report will be filed.